Event description:
Mother of a male, reported patient experiencing "at least" fifty episodes of hyperglycemia in the past three months due to faulty infusion set tubing. She indicated that infusion set tubing separated at the luer lock and had some blockages. Mother stated that patient discovered the separated tubing after testing his blood glucose level and getting an elevated reading. She stated that his elevated blood glucose readings were in the 400's mg/dl. Patient's three months average a1c is a little above 6. He changed the infusion set and administered a bolus to reduce his blood glucose level. Mother stated patient experienced symptoms of lightheadedness, moodiness, and feeling "funny". Patient did not require medical assistance to address this issue. Product was discarded and therefore, will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.